Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention, vessel jailing occurred. In january 2011, the patient underwent stress test which was abnormal, suggestive of inferior wall and posterior lateral wall ischemia. Cardiac catheterization was recommended. In (B)(6) 2011, target lesion #1 was a de-novo lesion located in the 1st om with 90% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with direct stent placement using a 3.00 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During the index procedure, a 90% stenosis at the point of bifurcation to om1 and om 2 was noted. Post placement of a 3.00 x 20 mm taxus liberte stent in om1; the om2 was found to be jailed. This jailed om2 was treated with balloon dilatations using 2.5 mm balloon, resulting in complete resolution of the lesions. The patient was discharged on aspirin and prasugrel. .

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was a long lesion from first obtuse marginal (om) extending to proximal left circumflex (lcx).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).